Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, multiple investigational follow-ups were performed, however, no additional information for this event was able to be obtained. The cause for the valve in valve could not be determine. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 3 years and 6 months post implant, a 26mm sapien 3 valve was implanted within an existing 26mm sapien valve. No further information is available at this time.